Manufacturer narrative:
The cartridge was not returned. The associated lens was returned. Viscoelastic was dried on the lens. Both haptics are bent and adhered to the optic surface in dried solution. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The associated qualified lens was used with a qualified handpiece. Iol product history records were reviewed and the documentation indicated the product met release criteria. Two viscoelastics were indicated, both are qualified for the lens/cartridge combination used. The reported cartridge damage could not be confirmed because the complaint product was not returned for an evaluation. The associated lens was returned with solution and bent haptic damage. Qualified products were indicated. The reported tip damage can occur if an inadequate amount of viscoelastic was used in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported in a live call that when the surgeon began to insert an intraocular lens (iol) into the patient¿s eye, the surgeon noticed the cartridge was cracked; so, he discontinued implanting that iol. Another cartridge and iol were opened and used to complete the procedure. There was no patient harm. The cartridge was thrown out. The lens is being returned.